Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on october 10, 2017 with blood glucose of below 40 mg/dl at the time of the incident. The customer was at 198 mg/dl at the time of the call. The customer used juice to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was using a competitor's sensor. Customer stated that the incident may have been due to the recalled sets. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, broken battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
Correction to notes.

Event description:
Correction to the date of event. The correct date the event was (B)(6) 2017. The customer went to the emergency room due to low blood glucose levels.